Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump die on her without low battery warning, sometimes esc button takes longer for insulin pump to accept. Customer reported that the changing batteries every 3 to 4 days, battery life has decreased and insulin pump had rejected brand new batteries. Customer reported that insulin pump lost her settings after changing out battery, had, rewind was louder and a little sluggish. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.